Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this pt was presented back to the electrophysiology (ep) laboratory. The electro was removed due to infection/sepsis. The local rep confirmed that the pulse generator was not removed as the infection did not involve the pocket. The pt will be scheduled for an invasive procedure to replace the electrode.